Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water nozzle of the gastrointestinal videoscope had foreign material. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the air/water nozzle of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental is being submitted to provide additional information.

Event description:
No additional information received from customer.